Manufacturer narrative:
One device was received for device evaluation. Visual inspection found the tamper seal to be broken, but the device was observed to be in good physical condition. The devices event history log was reviewed for evidence of the reported problem, found " ncm rechargeable battery state insufficient power?, battery low?, ncm rechargeable battery state changed to 25 percent?. To conduct functional testing the device was powered up. Upon power up, the reported problem was duplicated. It was determined that the low battery on the module was the root cause. The module battery was charged and the dso and uso were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
B3: date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported troubleshooting was performed on the pump. It was found to not be charging and also to have an intermittent connection.